Manufacturer narrative:
Block b6 & b7 were changed to "unk" as several attempts were made with not avail to obtain the information.

Event description:
During an sfa dilation procedure, the catheter balloon ruptured after the first inflation. The catheter was removed and replaced with the same make to complete the procedure with no pt injury or further complications being reported.